Event description:
In 2008, the pt reported she woke up this morning at 4 a.m. With an elevated blood glucose reading of 345 mg/dl. She said, she treated the reading by bolusing 4 units of insulin through her infusion device. She stated she checked her reading 1 hr later and it was 363 mg/dl. She said she then disconnected from her infusion device and bolused 3 units of insulin which she saw drip from the tubing, so she assumed the issue concerned her headset. She stated she had changed her infusion headset prior to going to bed. To troubleshoot, the pt was instructed to remove her headset and she discovered the cannula was kinked. The pt was advised, it is best to change her site in the morning. The pt stated she does not remember inserting the headset quickly. She was advised this type of infusion set is designed to be inserted very quickly. She also stated she tries to avoid scar tissue, but it is difficult because she is thin. It was suggested she might try a shorter cannula length and courtesy samples were sent to her. On follow up with the pt, she stated her blood glucose levels decreased once, she changed her infusion headset. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.